Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating, and the download had stopped. A technical support specialist (tss) dialled into the station and confirmed it was communicating properly, with no issues found. The customer later informed that the issue had been due to an internal information technology network problem. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not communicating and the download was stopped. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h mdrf annex c grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not communicating, and the download was stopped. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.